Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the reporter (the patient's parent) experienced data loss on their follow app, during which time the patient became unresponsive. After a couple of hours without improvement, the reporter contacted emergency medical services. Upon arrival, paramedics determined that the patient was experiencing hypoglycemia and administered a glucagon injection. The patient was not transported to the hospital. Instead, paramedics monitored the patient in the ambulance for approximately three hours. At the time of the report, the patient was doing okay. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 06/26/2025. Performance data was reviewed. The data shows that the patient's low alert was enabled and set to sound with a threshold of 70 mg/dl, and his urgent low alert is fixed at 55 mg/dl but was set to vibrate. At 7:19 am on (B)(6) 2025, the patient's estimated glucose levels dropped below the low alert threshold and the app delivered a low alert at partial volume with an estimated glucose value (egv) of 69 mg/dl. At 7:24 am, the app delivered another low alert at partial volume with an egv of 66 mg/dl. At 7:29 am, the app delivered another low at partial volume with an egv of 61 mg/dl. At 7:34 am, the patient's egvs breached the urgent low alert threshold, and the app delivered a vibratory urgent low alert with an egv of 52 mg/dl. At 7:39 am, the app delivered another vibratory urgent low alert with an egv of 46 mg/dl. None of these alerts were acknowledged. The patient experienced a brief sensor issue for the next five minutes, and at 7:49 am, his egvs were back in target range. However, they quickly began to fall again, and at 7:59 am, the patient's egvs fell below the low alert threshold, and the app delivered a low alert at partial volume with an egv of 67 mg/dl. The app continued to deliver low alerts at partial volume every five minutes until 8:39 am, at which point the patient's egvs had reached the urgent low threshold. At 8:39 am, the app delivered a vibratory urgent low alert with an egv of 55 mg/dl. The patient continued to receive vibratory urgent low alerts every five minutes until 8:59 am, at which point the alerts became audible. At 8:59 am, the app delivered an urgent low alert at partial volume with an egv of low (less than 40 mg/dl). At 9:04 am, the app delivered an urgent low alert at full volume, again with an egv of low. The patient then experienced a brief sensor issue for the next five minutes before the wearable failed at 9:14 am. The app delivered a sensor failed alert at full volume at 9:14 am; this alert was acknowledged immediately. The reported complaint of a wearable failure was confirmed. However, the root cause of the hypoglycemic event could not be determined. Although the wearable failed as alleged, and although the patient's urgent low alert was set to vibrate, his app still delivered several audible alerts for low glucose levels prior to the failure. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.